Event description:
It was reported that during a laparoscopic roux-en-y procedure, on the last firing of device on the stomach while using a green reload and peristrips, the device was fired and made a noise as if it was "bogged down." The device was opened and it was noted that the two inner rows of staples on one side of the reload showed unformed staples that had not been deployed into tissue. The staples remained as "unformed goal posts" in the reload. There was minimal bleeding and no blood products were given. The surgeon oversewed tissue in the area of missing staples with silk suture and then "clipped" the other side with a clip applier for extra security. One device is being held in hospital risk management office and will be returned if released by hospital.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.